Event description:
Event description cpi received information that during an elective implantable cardioverter defibrillator (ICD) exchange, two possis sutureless myocardial leads (4320's) were fractured while using electrocautery. Also noted were two large patch leads (0041's) that appeared to have nominal fracture's. All the leads were removed from service and capped. Replaced with an endotak downsize plus lead (0125).